Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Unable to verify no delivery alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a no delivery alarm during bolus delivery. Customer was not able to give the bolus due to buttons not responding. Customer's blood glucose was 225 mg/dl. Customer was advised that insulin pump would need to be replaced.